Event description:
On 06/12/2006, nellcor puritan bennett received a report where it was claimed that the tip of a stylet broke and migrated down the trachea and into the lungs of a patient. The clinician reported that the newborn was immediately intubated with a unspecified model tracheotomy tube following birth due to the discovery of diaphragmatic hernia. The patient was ventilated and transferred to a nearby children's hospital. The caller reported that an x- ray was done and revealed a foreign object in a lung. The caller reported that a plastic tip of the intubation stylet was removed from the lung by a bronchoscopy procedure. The caller reported the bronchoscopy took place prior to surgery for the diaphragmatic hernia. No additional information was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. The sample and lot number associated to this report are not available for evaluation.